Manufacturer narrative:
This product is manufactured in the u.s., but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -7.5 diopter into the patient's left eye (os) on (B)(6) 2019. The surgeon reports excessive vault, iris stretched, shallow ac peripherally, residual refraction of -0.75 sph -0.25 cyl x 110. Reportedly, the lens remains implanted. The cause of the event is reported as a patient-related factor.